Manufacturer narrative:
One cadd cassette reservoirs was returned for analysis. The returned sample consist of one product of p/n 21-7308-24, and the sample was received in used conditions without its original packaging. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination, and no discrepancies were found. Functional testing was performed by using a syringe to infuse water into the ay bag and leakage was found in the ay bag. The customer's reported problem was confirmed. According to the investigation the most probable root cause is the ay bag was received in defective conditions from supplier. As a corrective action supplier notification was generated to notify of the failure mode reported by the customer. Also training to production personnel on pm-1010 "cassette turn table, uv adhesive application and curving" updated on proper bag assembly care by training personnel.

Event description:
Information was received that during filling of this smiths medical cadd cassette reservoirs, leaking was noted at the bottom of the bag while the pharmacist prepare the medication. No patient consequences were reported. No adverse effects were reported.